Manufacturer narrative:
The device is used for treatment, not diagnosis. The device is a power tool and not implanted/explanted. Investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of service history and additional power tool evaluation have been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this device is 22-mar-2010 per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: power tool evaluation was completed for this device. The customer's complaint that the ((B)(4)) small battery drive does not function was confirmed. The unit was tested and did not run when power was applied. This is most likely due to electrical component failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2014 that the hospital manager of central sterile advised the small battery drive ( part 532.010, lot 003944) motor died; it stopped functioning. No reported patient or procedure harm noted. No further information was provided. This report event is for one power tool. This is report 1 of 1 for (B)(4).